Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by legal team, approximately two years post left tka revision, patient returned to surgeon because her knee didn¿t feel right, and she had severe pain, problems with her mobility, and had to be in a wheelchair since 2013.

Manufacturer narrative:
H3: as reported by legal team, approximately two years post left tka revision, patient returned to surgeon because her knee didn¿t feel right, and she had severe pain, problems with her mobility, and had to be in a wheelchair since 2013. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.